Event description:
A malfunction alarm with the code "malf 9" was reported, but there was no adverse impact on the customer's blood glucose level. Customer had not previously reported this issue in the last 24 hours and had not reset the pump. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue returned, which they acknowledged and understood.